Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #2). Additional emdrs were submitted to represent the two bard/davol 3dmax (device #1 & device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax (x3) on (B)(6) 2017, (B)(6) 2018 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no., corporate lot no., expiry date, UDI no.), g3, g6, h2, h4, h6, h10, h11. Corrected field: d6a (date of implant). This supplemental emdr represents the bard/davol - 3dmax mesh (device 2). Additional supplemental emdr¿s were submitted to represent the bard/davol - 3dmax mesh (device 1) and 3dmax mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax (x3) on (B)(6) 2017, (B)(6) 2018 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2017 ¿ patient was diagnosed with left indirect inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 1). Per operative notes, ¿on the left side, an indirect inguinal hernia and sac was reduced. Additionally, the peritoneum was dissected medially and inferiorly to the level of pubic symphysis. A large 3dmax mesh (device 1) was placed over the direct, indirect and femoral spaces. The fascia was closed and secured with sutures.¿ on (B)(6) 2018 ¿ patient was diagnosed with left recurrent indirect inguinal hernia thereby underwent robotic repair with removal of prior mesh (device 1) and implant of 3dmax mesh (device 2). Per operative notes, ¿in the left groin, an incarcerated inguinal hernia consisting of omentum and sigmoid colon was noted. The previously placed mesh (device 1) in left side was rolled up superiorly had inflammatory changes with the indirect defect inferior to rolled up border of the mesh (device 1). The mesh (device 1) was removed and a small piece of mesh (device 1) on medial border of pelvis was left in place. The herniated contents were reduced and large 3dmax mesh (device 2) was placed overlying the indirect inguinal defect and tacked in place, medial portion of old mesh covering the direct and femoral defect.¿ on (B)(6) 2020 - patient was diagnosed with large right inguinal hernia thereby underwent robotic assisted laparoscopic repair with implant of 3dmax mesh (device 3). Per operative notes, ¿a large indirect right inguinal hernia containing sac and sigmoid colon was reduced and dissected off. The sac was closed with sutures and large 3dmax mesh (device 3) was placed into peritoneal space and sutured to the cooper¿s ligament.¿